Manufacturer narrative:
(B)(4). Date sent: 12/22/2021.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2022. D4: batch # 466a81. B5: date of event unknown. H6: component code = g04, g06. Investigation summary: a photo along with the device was returned for evaluation. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows the jaws in closed position and a green reload loaded. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received partially fired 1/16. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. It is also possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a urology procedure the stapler was clamped on the tissue and when the surgeon went to fire it, it stopped and was stuck. They tried the reverse button and manual override to which it did not open. The surgeons ended up cutting the tissue out of the stapler to remove the stapler. The reload appeared to not be in correctly when the stapler was removed. The case was delayed but completed successfully. No patient consequence reported.

Manufacturer narrative:
(B)(4). Investigation summary: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows the jaws in closed position and a green reload loaded. Based on the picture provided the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.